Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported an inoperable ventilator upon power on. The customer reported that the ventilator initially produced an "audible alarm fail" message, however both the primary and backup speakers were alarming, and the ventilator continued to run in ventilation mode. When trying to turn the ventilator on ventilation or diagnostic mode again, it immediately became inoperable. There was no patient involvement. Technical support provided remote assistance to the customer. The customer identified that the sensor printed circuit board (pcb) was indicating errors with the main pcb, power supply, man-machine interface (mmi) pcb, and sensor pcb. The customer advised that this unit has been out of use for a long time.

Manufacturer narrative:
G4: 23apr2020. B4: 24apr2020. The customer did not respond to multiple attempts to confirm the repair of this unit. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.